Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The basic occlusion and occlusion tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 338mg/dl. Advised insulin pump would be replaced. No additional information is provided.